Event description:
It was reported in the op report of a vns patient's lead revision surgery that the patient's vagus nerve appeared to be "somewhat diminished in size compared to when it was first placed 2 years ago." Good faith attempts for add'l info have been unsuccessful to date.